Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Production evaluation summary: the gore® tag® conformable thoracic stent graft with active control system (cmds) was returned for evaluation. The returned device was received fully constrained. The primary deployment line (pdl) was identified to be broken near the proximal end of the device, attached to the sleeve. Pdl that remained connected to the primary deployment knob measured approximately 113 cm. The observations of the device evaluation support the physician¿s report of the device not deploying during primary deployment. The pdl appears to have experienced compression forces to the core material and tensile forces to the outer wrap in proximity to the first knot loop; there is no indication of a cut due to contact with a sharp surface. Primary deployment not occurring is likely due to the pdl breaking. The pdl appears to have broken due to compression and tensile forces. The root cause for the pdl breaking could not be confirmed with the currently available information. Based on the available information, there is no indication of a manufacturing deficiency. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to: deployment difficulties.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2024, this patient underwent endovascular treatment of dissection, aneurysm enlargement and endoleaks in pre-existing non-gore devices using gore® tag® conformable thoracic stent graft with active control system(ctag), and a gore® dryseal flex introducer sheath(dsf sheath) as an accessory in the procedure. The dsf sheath was inserted and advanced from the right common femoral artery, but was unable to advance beyond the pre-existing non-gore device in the abdomen. The dsf sheath was withdrawn to change the approach from the left side, and a dissection in the left external iliac artery and a damage of the puncture site was observed. The puncture site damage was repaired surgically, but no treatment was performed for the dissection that will be monitored. After the dsf sheath was advanced successfully from left side, while the primary deployment handle was pulled to deploy the ctag device, the deployment line was pulled out without resistance but the stent graft was not deployed. The physician removed the deployment line access hatch and checked but no fiber in the channel labeled 1 remained. Since the stent graft was not expanded, the device was pulled into the dsf sheath and removed. The procedure was continued using another ctag devices and completed without further issue. The patient tolerated the procedure. Reportedly, the deployment line that was attached to the primary deployment handle equal in length to the catheter length.